Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 valve, during balloon valvuloplasty (bav), the balloon ruptured due to calcium. During valve deployment, the delivery system balloon also ruptured at full inflation due to calcium. The valve was deployed and there was no patient injury. The patient is stable post procedure.

Manufacturer narrative:
Edwards commander delivery system was received with the sheath and loader cap assembly inserted. Delivery system returned in lock position. Fine adjustment 100% used. Flex indicator was in straight position. The returned device was evaluated, and the following was observed: longitudinal and radial tear burst. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. Dimensional inspection was performed and the single wall thickness was measured. All measurements met specification. No imagery was provided for review. The complaint for balloon burst was confirmed by visual inspection of the returned device . However, no manufacturing non-conformance was identified during the evaluation. No visual abnormalities were observed on the returned sample. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in the technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per report, the patient had moderate aortic valve calcification. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.